Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -8.00 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Excessive vault was reported, the lens was exchanged with a smaller lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned in liquid in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage. Claim #(B)(4).